Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event information has been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported an aquacel foam dressing was adhered as a secondary dressing on the top of an aquacel ag extra dressing to treat two grade IV pressure ulcers with low exudate on the left and right buttock of a bedbound patient. The periwound skin was described as "fragile" and the wound itself appeared free of any sign of infection. Post application, it was noted the aquacel foam dressing lifted or "rucked up". A topical protective barrier was also used with dressing to help with adhesion; however the aquacel foam dressing continued to lift. The nurse attributed the dressing lifting to be due to how the patient was positioned (lying) in bed. The dressing was ultimately discontinued and replaced with an acrylic bordered dressing (tegaderm). No further patient complications were reported.